Manufacturer narrative:
The evaluation was completed. One small plastic vial was returned in a zip-lock bag. The handpiece and pack assembly were not returned. The vial contains an unknown fluid and one white-ish colored particle. It cannot be determined if the particle was from the pack or the handpiece. The particle was hard to the touch and the particle measures 988.75 x 599.78 microns. The particle was sent to a testing lab for identification. The laboratory analysis identified the particle as consistent with calcium phosphate. The returned particle was identified as a chemical which is not in bl5114 product. The origin of the returned particle is not known. A lot number nor serial number were not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The product sample was discarded; however the particulate has been retained and the customer indicated it will be returned for evaluation.

Event description:
The user facility in (B)(6) reported a white particle was found in the patient's eye during surgery. No other consumables were kept and neither were any lot numbers. They have kept the particle and it is available for collection.